Manufacturer narrative:
The results of the investigation concluded that the device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The analysis of the log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk with the use of the device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While ablating the right superior pulmonary vein, the patient felt chest pain, had issues with breathing, and became hypotensive. An echocardiogram confirmed a pericardial effusion in the left atrial appendage. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.